Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure in an unspecified vessel. Reportedly, after the clip was released, the device became stuck in the artery and was removed using force. Hemostasis was achieved using manual compression. There were no reported patient sequelae. Though requested, no additional information was available.